Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the patient alleged injury. The patient, a (B)(6) female, underwent mesh implant for sui. Subsequently, the patient has experienced a fallen bladder, utis and pain. No revision/removal.